Event description:
The hcp reported that the drug concentration was changed at a refill visit and a bridge bolus was not programmed. The old drug concentration was 6.8mg/ml. The pump flow rate was 0.42 ml/day, delivering 2.86 mg/day. The new drug concentration was 7.5 mg/ml, and the pump flow rate was 0.41 ml/day, delivering 3.1mg/day. Based on programming, the pt would be under dosed for 22.9 hours before the new concentration and dose took effect. The hcp was not planning on bringing the patient back to the clinic. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. A follow-up report will be submitted if additional information becomes available.